Event description:
Procedure type: tap transabdominal preperitoneal. According to the reporter: during the case it was noticed that air leaked. Changed to other device. A clear donut-shape foreign material was found in the cavity. It looked like a piece of 5 mm step. Other piece could not be found to complete the case. They were not sure if all pieces were retrieved. Incision size was not extended over 1 inch. No additional bleeding. No tissue damaged. Operative time was not extended more than 30 minutes. No patient injury reported.

Manufacturer narrative:
(B) (4). (B) (4).